Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported indicated that the device was reactivated on (B)(6)-2012 and the patient had their groups switched u sing the patient programmer. The outcome was changed to ongoing with no further action needed. If additional information becomes available, a follow-up report will be sent.

Event description:
It was later reported the patient was reprogrammed around the lead breakage with high impedance and they were doing okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that interventions included reprogramming around lead 2 on (B)(6) 2012. It was noted that interventions included reprogramming around lead 2 on (B)(6) 2013. It was noted that interventions included device surgical revision around lead 2 on (B)(6) 2014.

Event description:
A lead breakage was reported. The breakage was diagnosed after a device interrogation found high impedances. Pt therapy was suspended on (B)(6) 2011. Pt outcome was listed as ¿ongoing event.¿